Manufacturer narrative:
Concomitant medical products: product ID: 97755, lot#/serial# (B)(6), product type recharger product ID: 97745, lot#/serial# (B)(6), product type programmer, patient. H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed that there was a recharge antenna failure, no device found message. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported the replacement device resolved the overheating recharger.

Event description:
It was reported that information was received from a patient regarding their external devices. The reason for call was patient said they were having problems charging the implant (ins) starting in the last month or two. Patient said they got a couple of errors, one was software problem 1 intellis, 2 3. 6, 3 58, 4 af new. Patient reset controller. Patient also said the very top button on the controller was touchy and sometimes they had to play around with it to get it to turn on. The button was broken. The pt also had a problem charging the ins for they would have to go through passive recharge mode frequently then they would get software problem. During call pt verified no damage to the controller charging port. When examining the recharger (rtm) the pt noticed that the cord going into the antenna was swelling and was heating up; the pt noted it burned them (pt verified it was just a sensation). The issue was not resolved. An email was sent to the repair department to replace the controller and rtm.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6) implanted: explanted: product type recharger product ID 97745 serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.